Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/14/2020. Additional information: h6. The following information was requested, but unavailable: *please provide lot number: no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2020 and suture was used. During the procedure, when passing the needle through the vaginal stump, the suture was broken easily. There were no adverse patient consequences reported. No additional information was provided.